Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), rash ("skin rashes") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed in 2006. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in 1995. Concurrent conditions included migraine and paratubal cyst. Concomitant products included oral contraceptive nos for birth control, tramadol for fibromyalgia as well as alprazolam (xanax), paracetamol (tylenol) and pregabalin (lyrica). In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), the first episode of rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia with debilitating"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), vaginitis chlamydial ("chlamydial infection at coil area cured after removal of coil"), nausea ("nausea"), the second episode of rash ("rashes"), pain of skin ("skin sensitivity"), reproductive tract disorder ("reproductive system disorder"), weight increased ("weight gain"), ovarian cyst ("ovarian cysts"), endometrial hyperplasia ("endometrial hyperplasia"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (supracervical hysterectomy (uterus only)-with right salpingo-oophorectomy) and surgery (supracervical hysterectomy (uterus only)-with right salpingo-oophorectomy). Essure (ess205) was removed in 2006. At the time of the report, the device dislocation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, fibromyalgia, fatigue, irritable bowel syndrome, vaginitis chlamydial, nausea, the last episode of rash, pain of skin, reproductive tract disorder, weight increased, ovarian cyst, endometrial hyperplasia, anxiety and depression had not resolved and the dysmenorrhoea, dyspareunia and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, hypersensitivity, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, pain of skin, reproductive tract disorder, vaginal haemorrhage, vaginitis chlamydial, weight increased, the first episode of rash and the second episode of rash to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (menorrhagia), hypersensitivity reaction, apareunia (inability to have sexual intercourse), fibromyalgia with debilitating, fatigue, irritable bowel syndrome, chlamydial infection at coil area cured after removal of coil, migration of essure, nausea, perforation (fallopian tube(s)), rashes, skin sensitivity, reproductive system disorder, weight gain, ovarian cysts, endometrial hyperplasia, anxiety and depression were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.